Manufacturer narrative:
The investigation of the two devices had a similar dimensional measurement which prohibited full seating onf the polyethylene liner. There are no other impacted devices outside of the two identified serial numbers.

Event description:
Two cases with custom proximal humerus reconstruction in conjunction with a reverse total shoulder had to be revised due to polyethylene liner disassociation. Both patients experienced minor trauma, placing weight onto operative arm and reaching into glove box as car stopped, respectively, which cased the disassociations.